Event description:
It was reported that during patient use, there was a mechanical malfunction of the ventilator. The patient was removed from the ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the ventilator and replaced the graphic user interface (gui) keyboard. No part(s) are expected to be returned. The ventilator passed extended self tests (est), which resolved the reported issue.